Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a proximal end was split, no splinters nor bubbles were observed in the edges of the breakage. A dimensional test was conducted outer diameter of the distal end of the connector was measured 0.173 inches this reading is within specification (0.171 +/- 0.010 inches), inner diameter of the connector was measured 0.118 inches this reading is within specification (0.118 +/- 0.003 inches). It was reported that during use, there was a crack found in 3.0mm connector of the endotracheal tube and caused an air leaked, as shown in the image attached. The top of the tube was taken off and replaced with one from another tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, there was a crack found in 3.0 mm connector of the endotracheal tube and caused an air leaked, as shown in the image attached. The top of the tube was taken off and replaced with one from another tube. A new tube wasn't reinserted. There was no patient injury,